Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case noted cautery burn marks on the case of the device. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.

Event description:
Boston scientific received information that this device was unable to be interrogated during a device check. Trouble-shooting was performed without resolution. Additionally, the patient reported feeling a burning sensation their chest approximately one and a half months ago. The patient was seen for a revision procedure where the device was explanted and replaced. There were no additional adverse patient effects reported. The device has been returned for analysis.